Event description:
Got an email over the weekend from administration saying rafmaf- yfi alert. Some packaging was compromised, electrode could potentially be dried out and no longer effective. Device has been recalled. The caller is reporting from (B)(6), celebration.